Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately tortuous proximal left anterior descending coronary artery that was heavily calcified and 96% stenosed, during pre-dilatation with a 2.0 x 12mm trek, the gauge on the indeflator seemed to rise very slowly to reach pressure at 10 atmospheres, contrast from indeflator syringe was very slowly filling the balloon and bubbles were seen inside the balloon. Connections were checked and no issues noted. A second attempt to inflate the balloon was made, but the same issue occurred. A new indeflator 20/30 was prepped and the trek balloon was inflated without issue and the procedure completed with other devices and the same indeflator. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.